Event description:
This rn was setting up new crrt [continuous renal replacement therapy] circuit and the auto effluent set was leaking. Upon further inspection, the luer lock was out of the tubing at the top of the set and was not able to be pushed back in. This forced this rn to discontinue both the effluent set and filter set. A 1000 ml bag of heparin for priming was also wasted.